Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha for left hip on (B)(6) 2013. Since around 2016, some problem had been found in x-rays. It was reported that the revision surgery was performed on (B)(6) 2019, by replacing the stem (p:n/ 900535210) and an endurance head (p:n/ unknown) because of the osteolysis. During the surgery, the surgeon found the anatomy like pseudotumor. After the surgeon removed an endurance head, he found some problem around the stem neck. The surgeon replaced the stem with a stem (not synthes product), and completed the surgery successfully. The surgeon commented that the trunnionosis might be occurred judging from the pseudotumor. The surgical delay and the patient outcome are unknown. No further information is available.